Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Device: batch # unk. The following information was requested, but unavailable: was the device cdh29 or cdh29a? What were the indications for surgery? What specific colon procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection visually confirmed? How was it confirmed that there were no staples in the tissue on a portion of the anastomosis? Can more information be provided about staple form and location along the anastomosis that was not properly stapled? Is the colostomy temporary or permanent? What is the current status of the patient? Response: no further additional information available.

Event description:
It was reported that during a lap colon procedure, circular stapler was triggered and on one part of the staple line there were no staples in the tissue. The stapler has cut but not properly stapled. Patient got hartmann, was not intended preoperatively.